Manufacturer narrative:
Method, results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he noticed leaking at the infusion site under the adhesive. Pt stated he experienced elevated blood glucose readings. Pt reported his elevated readings have been in the 200's mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt stated, he has been treating the elevated blood glucose levels by changing the infusion site and bolusing. Pt reported there were no bends or kinks that he noticed. Pt stated, he had no difficulty inserting the infusion sets. Pt reported, he would notice the elevated readings about one day after inserting the infusion set along with the leaking. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated, he first noticed the issue when he first started using the infusion sets in (B)(6) 2010. Pt discarded the alleged infusion sets. The pt did not require treatment from a health care professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.